Manufacturer narrative:
Visual inspection; risk assesment. The customer reported rod main body fracture was confirmed via visual inspection. No relevant manufacturing issues were identified during review of the manufacturing records. It is unknown when the initial surgery was performed and the activity level of the patient is unknown. Per email correspondence with the sales rep, the patient was fused which is the purpose of the implants. According to the material analysis performed in similar issue, the device fractured due to fatigue. The probable root cause of this event is fatigue of the devices due to the length of implantation. The probable root cause of this event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that; patient had a posterior fusion from t10-pelvis. The patient had both rods break. The left side broke between l4-5 and the right side broke between l5-s1. Rods were removed and the fusion was extended up to t4.

Event description:
It was reported that; patient had a posterior fusion from t10-pelvis. The patient had both rods break. The left side broke between l4-5 and the right side broke between l5-s1. Rods were removed and the fusion was extended up to t4.